Manufacturer narrative:
The device has not been returned.

Event description:
It was reported that this left ventricular (lv) lead was found dislodged, which lead to high pacing thresholds. As result, the lead was extracted and replaced during a procedure performed to upgrade the implanted system.